Event description:
On (B)(6) 2012, the patient claimed the animas pump delivered a bolus amount that she reportedly canceled and did not enter. As a result of the issue, the patient had low blood glucose of 50 mg/dl and had symptoms described as a shaky and sweaty. She was able to administer self treatment with juice to bring her blood glucose up to 82 to 86 mg/dl and eventually to 110 mg/dl 4 hours later. The date and time was set correctly. The date and time was confirmed to be accurate. There was no product misused. The alleged bolus delivery issue was not resolved with training. The animas product was requested back for investigation. This complaint is being reported due to the alleged bolus delivery issue. The patient's condition did not meet animas criteria of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 11/16/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box and the bolus history show a 0.00unit bolus was programmed and delivered on (B)(4) 2012 at 12:55. There is no evidence of a 4.1unit bolus being programmed on that date. The pump was exercised for 24 hours with no unprogrammed boluses occurring. A normal 10 unit bolus and a 10 unit audio bolus were both successfully performed and both were accurately recorded in the pump history. Evaluation found that all keypad buttons responded normally to user input; there was no button hypersensitivity observed. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.